Event description:
The customer reported that there were missed alarms on a patient at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported an extreme brady alarm that didn't register on their phones. The server only saw an hr value of 32 and no alarm message. According to the customer, it appears that they have a 1:30 to 2:00 minute delay from when an alarm appears and when it is sent. The customer also mentioned that there was an alarm event on 03/05/2021 for which the alarm was for v-fib, but the customer believes should've been brady. This alarm didn't go over their phone system. There was another event on 03/04/2021 for an asystole alarm that didn't come across the phone system. There was no patient injury reported. Investigation summary: customer sent logs for review, however, the logs sent were incomplete and not all cns logs were received. On the logs provided, there were no bradycardia and ext bradycardia events that occurred during the time specified by the customer. It is possible that the customer did not send the logs of the correct cns. Multiple attempts were made to collect further information from the customer; however, no response was received. The cause of the delayed alarms in the phone system is unknown. The phone system is not a nk product/service. It is recommended for the customer to contact the service provider or the manufacturer of their phone system. The event is related to a non-nk product or service, and the alarms on the nk devices mitigate the issue. As such, no further action is required at this time. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b f1 - f14 g4 device bla number g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. D10 04/12/2021 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # 300241063 - 102532 follow up 001

Manufacturer narrative:
The customer reported an extreme brady alarm that didn't register on their phones. The server only saw an hr value of 32 and no alarm message. According to the customer, it appears that they have a 1:30 to 2:00 minute delay from when an alarm appears and when it is sent. The customer also mentioned that there was an alarm event on (B)(6) 2021 for which the alarm was for v-fib, but the customer believes should've been brady. This alarm didn't go over their phone system. There was another event on (B)(6) 2021 for an asystole alarm that didn't come across the phone system. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021: emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that there were missed alarms on a patient at the central nurse's station (cns).